Event description:
It was reported that a user¿s ilet pump had a cracked screen, and a replacement pump was provided with instructions to shut down the device, return the damaged unit using the supplied label, perform a new startup on the replacement, use backup therapy given unreliable delivery and announcements, sync data to the mobile app before return, and continue cgm monitoring via the dexcom app or receiver. Symptoms included no reported adverse clinical effects or alarms. Outcomes included no impact on health status, no hospitalization, and continued therapy via backup methods and cgm while awaiting replacement. Investigation included review of the reported condition, device history review as applicable, and logistical verification of replacement and return processes. Investigation of this case revealed a damaged user interface component consistent with a cracked display, with no evidence of functional pump alarms or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to a manufacturing or design deficiency.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance